Event description:
Cementless knee-tep nk-ii on (B) (6) 2001. Occurrence of radiographically proven osteolytic lesions in the tibia head, loosening of k-tep and synovialitis. Revision surgery on (B) (6) 2010: exchange of tibia nk-ii right, synovectomie right knee joint, removal of cysts and filling with bone cement.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.